Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the reported issue was duplicated. The issue was isolated to a broken door hinge-pin. The missing half of the hinge pin allows the door of the sensor to raise on that side when trying to latch it over the tubing. The sensor was difficult to latch onto tubing. The sensor is functional when the door is properly latched. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) ordered replacement to be sent to customer overnight. The fsr will pick-up defective flow sensor and return to the manufacturer for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer was having difficulty getting the flow sensor to stay latched onto the tubing. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.